Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope caused a scope error (e315). The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories and the air/water nozzle was wiped down as per device instructions (wiped with clean lint-free cloths, brushes or sponges). The customer confirmed the air/water nozzle was flushed with detergent solution. During testing, the reported issue was not confirmed; no error messages occurred. Visual examination found the following issues: the connecting tube was discolored; the connector cover was scratched; the adhesive around the light guide lens was peeling; the adhesive around the objective lens was peeling; the lock engagement lever was scratched; the lock engagement knob was scratched; the right/left knob was scratched; the scope cover unit was scratched; the universal cord was sticky; switch button 4 was worn; the switch box was scratched; the scope cover was scratched; the scope connector was scratched; the universal cord was wrinkled and scratched; the hand grip was scratched; the control unit was scratched; the scope connector was dirty following water leakage; and the connecting tube was scratched and wrinkled. Functional testing showed the air/water tube had a pin hole, switch button 2 was worn: the device was no longer water-tight due to these damaged areas. In addition, the up/down knob had excess play and the bending angle for the up direction was out of specifications: these directional issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. Olympus will continue to monitor field performance for this device.